Event description:
The customer reported that the device displayed an error 10003. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer biomed confirmed the error. The customer ordered a control pca to resolve the issue. The customer replaced the control pca and the device is operational.